Event description:
It was reported that the patient has expired approximately after implant duration of .10 months, due to cardiac arrest. Final diagnosis: severe aortic valve stenosis post aortic valve replacement with three vessel bypass surgery. Information learned from discharge summary.

Manufacturer narrative:
Device not returened.